Event description:
The affiliate reported that a customer had disopa solution leaking from the bottom of a bottle. There were no physical complaints reported.

Manufacturer narrative:
Other: solution spill.